Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. Symptoms reported include pain and abscess. The patient was taken to the emergency room and diagnosed with cellulitis, and hyperglycemia induced pancreatitis. The patient was prescribed trimethoprim / sulfamethoxazole) (800-160 mg) to be taken every 12 hours for 7 days, hydrocodone (325mg) to be taken every 4 hours and promethazine (25 mg) as needed.